Manufacturer narrative:
.

Event description:
It was reported that during a gastric bypass procedure, the device was spitting clips out into the abdomen. The clips were retrieved. The procedure was completed with the same device. There was no patient consequence. One device will be returned.